Manufacturer narrative:
Batch review performed on 14 aug 2025. Lot 2339053: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-apr-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2434082: (B)(4) items manufactured and released on 07-mar-2025. Expiration date: 2030-feb-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2416911: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-apr-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 2 months from the primary, during a follow up visit, an allergic vesicular skin reaction was observed, probably due to an allergy to the cement, bandage, or suture thread. No revision surgery planned at the moment.